Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: vertebral penetration of an inferior vena cava filter. Regus et al, 2017. Eur j. D4) catalog#: unknown but referred to as a cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): k090140. (B)(4). Investigation is still in progress.

Event description:
Description according to article: 10 years after ivcf placement, a CT scan due to a suspected pneumonia showed the filter was penetrating the caval wall and even the vertebral body. Interventional removal of the filter was not considered feasible given the extracaval ivcf protrusion with bony implantation; furthermore, given the high risk of major complications open repair was not possible either and the ivcf was left in place. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description article and image review. The images included in the case report obtained approximately 10 years after filter implantation demonstrated three grade 2 interactions with the ivc wall as well as a single grade 3 interaction extending into the anterior margin of the vertebral body with reactive lucency and sclerosis. It is noted that the filter was left in place, as it was ¿not considered feasible¿ to retrieve it. Also, it is noted that the patient was asymptomatic. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.